Event description:
It was reported that during preparation for a stenting treatment procedure, stent damage occurred. During preparation the 3.5 x 16mm promus element plus mr stent, delivery system was noted to have a stent strut raised. The procedure was completed with another of the same device. No patient complications were reported.

Manufacturer narrative:
Device is combination product. (B)(4). It is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).